Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 86-year-old male with a medical history significant for peripheral arterial disease/peripheral vascular disease (pad/pvd) presented with an acute myocardial infarction complicated by cardiogenic shock. The pre support clinical condition was consistent with scai shock stage e. An impella cp was percutaneously implanted via the left femoral artery on (B)(6) 2026 at 16:37 for hemodynamic support. During support, loss of pulses was noted in the left lower extremity, and the event was documented as limb ischemia involving both lower limbs. The timing of ischemia onset is unknown, and no imaging of the affected vessels was available. Based on the available information, the reported limb ischemia occurred in the setting of severe cardiogenic shock and underlying pad/pvd, with an indeterminate temporal and causal relationship to impella support. The patient expired following withdrawal of care, and there is insufficient information to conclude a device related failure or a definitive causal association between the impella device and the reported injury. No further investigation or corrective action is possible as no product was returned. The limb ischemia findings are consistent with the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock and the known risk of ischemic complications in patients on vasoactive support. Device involvement in the event and attribution will be determined when device is returned. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
Corrected data. D4 catalog number updated/corrected. Investigation summary: ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.